Event description:
Healthcare professional reported deflation. Later, healthcare professional reported patient is experiencing symptoms of breast implant illness. This record is for right side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h6

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: deflation: not observed. Other-medical: unable to observe as it is not related to the device. As per the investigation procedure, creases, wear abrasion, observed broken assessed as surgical damage and missing piece of plug strap assessed as inconclusive were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation. Later, healthcare professional reported patient is experiencing symptoms of breast implant illness. This record is for right side. The device remains implanted.